Event description:
It is reported that the pt was revised due to pain, instability, and a broken post on the articular surface resulting from a fall.

Manufacturer narrative:
This report will be amended when our investigation is complete.